Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. However, pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm and also able to rewind insulin pump. The insulin pump will be returned for analysis.